Manufacturer narrative:
Field service engineer troubleshot per generator service manual and found the automatic brightness stabilization not working for fluoro and digital rad spots. There was no high voltage at photo multiplier tube and no high voltage coming out of the relay interface pcb. Fse replaced sedecal generator interface board which contains the pmt power supply and adjusted the fluoro kv tracking voltage and spot image timing. Fse then verified operation per hut dr service checklist. System returned to full service by the customer.

Event description:
On 9/14, customer reports equipment failed during a pt procedure but provides no pt or procedural info, other than to say no reported injury.